Event description:
It was reported that the right ventricular (rv) lead shock impedance measurements were high out-of-range, and boston scientific technical services (ts) was asked to review the impedance trend. Ts confirmed the rv lead shock impedance was out-of-range and discussed options. The device and leads remain in service. No adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead shock impedance measurements were high out-of-range, and boston scientific technical services (ts) was asked to review the impedance trend. Ts confirmed the rv lead shock impedance was out-of-range and discussed options. The rv lead was later surgically abandoned and replaced due to high shock impedances of greater than 125 ohms. No additional adverse patient effects were reported.